Manufacturer narrative:
As received device was at elective replacement indicator (eri) voltage level and was programmed to auto settings. When auto settings are enabled, the device will adjust its pacing output based on patient requirement which can cause changes in remaining longevity and battery measurement values. The telemetry and pacing functions of the device were tested and revealed to be normal. A longevity calculation was performed, and device was observed to have appropriate remaining longevity.

Event description:
It was reported that the device delivered atrial pacing on a premature ventricular contraction that resulted in atrial fibrillation. No intervention was performed to resolve the event, however, the device was explanted and replaced due to reaching normal elective replacement indicator (eri) voltage level. The patient was in stable condition.